Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the insulin pump was shutting off and turning back on by its self. Customer's husband mentioned that the customer is currently in the hospital due to high blood glucose and dka. Nothing further was reported.